Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported stent dislodgement was able to be confirmed. The reported failure to advance and the reported difficulty to remove were unable to be replicated in a testing environment as they were based on operational circumstances. A cine was received and reviewed by an abbott vascular clinical specialist. The reviewer concluded that although the images provided did not show the initial stent to stent interaction which lead to the dislodgement, they did show the subsequent treatment used to mitigate the prematurely deployed stent being located within the existing deployed stent, confirming the premature dislodgement. It should be noted that the everlink, (B)(4) everolimus eluting coronary stent system instructions for use states: when treating multiple lesions within the same vessel, stent the distal lesion prior to stenting the proximal lesion. Stenting in this order obviates the need to cross the proximal stent in placement of the distal stent, and reduces the chance of dislodging the proximal stent. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. Device coding 2017 - distal to stent.

Event description:
It was reported that the procedure was to treat a bifurcation lesion located in the left anterior descending (lad) coronary artery that was mildly calcified. A 3.0 x 28 mm everlink stent was successfully implanted in the left main. A 2.0 x 15 non-abbott balloon was used for post-dilatation of the everlink stent. Then a 2.5 x 23 mm everlink stent was being advanced through the previously deployed 3.0 x 28 mm everlink stent for placement in the lad; however, the 2.5 x 23 mm everlink stent became stuck with the 3.0 x 28 mm everlink and could not move back or forth. During the attempted removal of the 2.5 x 23 mm stent, the stent dislodged and remained in the 3.0 x 28 mm everlink stent. A balloon was used to deploy the 2.5 x 23 mm stent in the previously implanted 3.0 x 28 mm stent. There was no further treatment. There was a four hour delay however it was not reported to be clinically significant as there were no adverse patient effects. No additional information was provided.